Manufacturer narrative:
G4: 22jun2020. B4: 23jun2020. The customer clarified replacing the battery and the power supply corrected the issue (not the power management printed circuit board assembly (pcba) as previously mentioned). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020 b4: (B)(6)2020. The customer indicating replacing the battery and the power management printed circuit board assembly (pcba) corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jan2020.

Event description:
The customer reported no air was coming from the unit and changed outlets and noted that the internal battery empty was displayed and the unit shut down. The customer confirmed the reported issue. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.